Manufacturer narrative:
(B)(6). On 08/17/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a catheter-based procedure, the surgeon was about to place the catheter when their navigation system became unresponsive and unexpectedly exited the software. The medtronic representative performed a hard shut-down and after re-booting the navigation system, normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was one minute. Issue resolved. There was no impact on patient outcome.